Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that eleven days post implant the patient had diaphragmatic stimulation due to the left ventricular (lv) lead. It was noted that the patient experienced diaphragm stimulation in most of the lv dedicated bipolar pacing configurations. The outputs were reduced due to patient symptoms with high voltage pacing and the lv lead configuration was reprogrammed. The lv lead remains in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.